Event description:
Customer reported a discrepancy between the displayed and actual time on their device, with a difference of more than 5 minutes. Despite the issue, there was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer received assistance from technical support to update the pump time and device settings and was advised to monitor for any recurring time discrepancies in the future. There was no additional information provided regarding the cause of the incorrect time.